Event description:
The customer initially reported that their device was showing an illuminated service indicator and logged an event code. After an evaluation of the device, it was observed that the device would not charge defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated and the cause of the reported failure was determined to be a shorted capacitor, designator c106.